Event description:
It was reported to philips that the system gave an alert indicating exposure was not permitted, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.